Manufacturer narrative:
(B)(4). This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional info.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and that the event occurred due to the administration of the product during dialysis treatment.